Event description:
It was reported that during a laparoscopic colectomy procedure, after only a few activations, the tissue pad detached from the upper jaw. The tissue pad fell into the patient but they found it and removed it through the trocar with the grasper. The tissue pad was discarded. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
During prime in preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump level alert alarm occurred. The user reported the surgical procedure was completed successfully, and there was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
(B)(4). (B)(4). The device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.